Event description:
Per the audiologist, the pt reported "noise" with the cochlear implant sys. Results of an integrity test done in late 2005 were consistent with normal receiver/stimulator function. Programming recommendations were made. In 2008, the pt reported the "noise" had started again. Results of a second integrity test done on the same month showed normal receiver/stimulator function with possible faults on the ground electrodes. Due to the pt's decreasing performance with this device, reimplantation was recommended. On approx two weeks later, the audiologist notified the MFR the pt will be reimplanted. Surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.